Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3487a-45, lot# j0322291v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension.

Event description:
A consumer implanted for other pain indications reported the implantable neurostimulator (ins) went haywire and had to be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.